Manufacturer narrative:
Findings: unit received with button error alarm and had unresponsive esc, act and down buttons due to corroded keypad traces. Unit had minor scratched lcd window, cracked case at display window corners and cracked reservoir tube lip. (B)(4).

Event description:
The customer reported via phone call indicating that the insulin pump alarm button error. Customer's blood glucose was 220 mg/dl. The customer stated that he was jogging with the device. The customer was advised that the device would be replaced and agreed to return the product for analysis. The customer was advised to discontinue use of the device and revert to a backup plan.